Event description:
Customer said they had an allergic reaction which customer thinks was caused by using the instead softcup. Customer called said they had used 6 cups for their 1st period, and customer was fine. Then customer bought a larger box and used them for their 2nd period. Customer then experienced a reaction - pain. Customer is seeing regular physician and obgyn. Customer stated customer is very sensitive and customer has reacted to condoms. Company requested customer's records, bills, the carton and remaining cups.